Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services reviewed the presenting electrogram (egm) and found there was far-field oversensing. At this time, the device remains in service. No adverse patient effects were reported.